Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10 - concomitant devices - orthopaedic salvage system modular tibial baseplate 75mm catalog #: 150423 lot #: 026290, unknown orthopaedic salvage system femoral component catalog #: ni lot #:, orthopaedic salvage system cemented im femoral stem 9mm x 90mm catalog #: 150358 lot #: 489680, orthopaedic salvage system tibial polyethylene bearing 16mm catalog #: 150412 lot #: 768240, orthopaedic salvage system tibial polyethylene bearing 12mm catalog #: 150410 lot #: 262380, orthopaedic salvage system axle catalog #: 150480 lot #: 048510, orthopaedic salvage system reinforced yoke catalog #: 150493 lot #: 778990, orthopaedic salvage system poly locking pin catalog #: 150478 lot #: 010010, orthopaedic salvage system polyethylene femoral bushings catalog #: 150477 lot #: 165410, orthopaedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 097340.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial implant loosening approximately eleven (11) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H6 - component code - proposed code is mechanical (g04) - stem. Visual evaluation of pictures provided identified the tibial implant still assembled to the stem. Both devices were coated in foreign material. Medical records provided did not provide any information regarding the patient's post-operative complications. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address implant loosening approximately eleven (11) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown orthopaedic salvage system tibial tray catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral stem catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral augment catalog #: ni lot #: ni g2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02192. 0001825034-2023-02194. 0001825034-2023-02195. 0001825034-2023-02196. H3 other text : insufficient information.